Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch and the hand switch were replaced during the service call. The system was tested and found to working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system continued to emit x-ray following release of the wireless foot switch pedal during a procedure with patient involvement therefore this may have resulted in an aro. There are no reports of patient injury or death associated with this event.